Event description:
Mapping catheter was inserted and electrograms were not coming through properly. The mapping catheter was exchanged and the problem was resolved. There was no known harm to the patient.